Event description:
Through follow up with the surgeon, it was learned that the event was not device related. The reason for explant was due to a failed ring repair. The device has been disassociated from the event by the surgeon; therefore, this is no longer a reportable event. The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.